Event description:
Reportedly while being transported to her observation room the chair tipped over causing her to fall to the floor. No x-rays were taken. Reportedly pt is having back pain as a result of the accident.